Event description:
This rv lead was capped and replaced due to high thresholds. The physician chose to change out the pacemaker at the same time. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.